Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to complete load process multiple times. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support guided customer through filling the cartridge and completing the load process. There was no reported impact to customer's blood glucose.